Event description:
On (B)(6) 2012 the reporter, the patient's mother, reported that on an unspecified date, the patient experienced the symptoms of nausea, vomiting and abdominal cramps, and was admitted to the hospital with a diagnosis of dka. This event occurred one week after the patient started insulin pump therapy. The technical support representative contacted the patient/reporter multiple times to obtain information and to troubleshoot the pump; however, was unable to reach her by telephone. No information was provided about the patient's circumstances and status prior to the onset of symptoms, nor about the pump's settings or use. The patient allegedly suffered symptoms of severe hyperglycemia while using the pump, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.